Manufacturer narrative:
The samples were collected in a bd lithium heparin tube. The customer stated that the instrument had not given any indication of hardware failure until customer service directed the customer to run a system check, which failed to meet the specifications. System checks ran prior to the event met the specifications. Qc was within the established ranges. After accumulating 20 elevated troponin results within the risk stratification range, the customer proactively repeated the samples on an alternate instrument. Per the customer, all initial results above the ami cut off repeated as above the ami cutoff. Service was dispatched on (B)(4) 2011. The field service engineer (fse) replaced peri-pump tubing and performed a high sensitivity system check to verify the system operation. Hardware was the root cause for this event.

Event description:
A customer contacted beckman coulter, inc (bci) in regards to erroneously elevated troponin (accutni) results within the risk stratification range, between 0.11 ng/ml and 0.19 ng/ml, generated by access 2 immunoassay system for twenty patients. The results were reported out of the laboratory. Subsequent testing on an alternate instrument produced lower results below 0.05ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.